Event description:
Head of stretcher was at 20 degrees. The crank was turned to raise the head of the bed. The head of bed fell flat / a bar noted to be lying on shelf beneath stretcher. Patient denies pain in neck, head or back. Surgical cart # 38 / old crank type, the crank shaft snapped. Cart is no longer being made.